Manufacturer narrative:
Citation: wilczek et al. Female gender and the clinical and periprocedural profile and clinical outcomes of transcatheter aortic valve implantation: experiences of a tertiary polish centre. Postepy kardiol interwencyjnej. 2020 dec;16(4):436-443. Doi: 10.5114/aic.2020.101769. Epub 2020 dec 29. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding clinical profiles and outcomes for women following transcatheter aortic valve implantation (tavi). All data were collected from a single center registry between november 2008 and december 2018. The study population included 275 patients (132 female and 143 male, overall mean age 79 years), 152 of which were implanted with a medtronic corevalve bioprosthetic valve (unique device identifier numbers not provided). Among all patients a total of 29 deaths occurred. The in-hospital, thirty-day, six-month, and one-year mortality rates were 5.4%, 7.3%, 9.1%, and 10.5%, respectively. No further details were provided on these deaths. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, adverse events related to the valve included: arrhythmia requiring permanent pacemaker during index hospitalization, conversion to bailout surgical procedure, periprocedural myocardial infarction (mi), periprocedural stroke, atrial fibrillation (afib), severe bleeding complications requiring blood transfusion, acute kidney injury, and moderate to severe aortic or mitral regurgitation. Among all patients, adverse events related to the delivery catheter system (dcs) included: access site complication. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.